Manufacturer narrative:
A visual examination of the returned device found that the tubing, ligator and handle were all returned. It was noted that six of the seven bands remained on the ligator, with 5 partially deployed. One of the ligator teeth was bent and the suture had been cut. No damage or defect was noted to the tubing. The trip wire was not cinched into the handle slot. There was no deformation of the handle slot to show the trip wire had previously been cinched. The trip wire was wound around the handle spool several times. The handle spool rotated easily when turned. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was deployed; however, the next band failed to deploy. The physician reported that a click could be heard when turning the handle to attempt to deploy the bands. No damage was noted to the packaging or device prior to the procedure and no issue was noted during device set up. Another speedband superview super 7 was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first band was deployed; however, the next band failed to deploy. No damage was noted to the packaging or device prior to the procedure. Another speedband superview super 7 was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.